Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection the stent stabilizer was noted to be broken/fractured and the delivery catheter was kinked and flat/crushed near the proximal end. The distal taper tip was confirmed to have been removed and the stent was returned contained within a container. During the functional inspection the delivery catheter could not be flushed and the stabilizer was unable to be advanced. There were no anomalies noted to the deployed stent. The stabilizer was unable to be removed from the catheter. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on the damage noted to the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the physician states that the device was prepared as per the dfu, was confirmed to be in good condition during preparation/prior to use on the patient, and continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was very tortuous which most likely contributed to the reported event. It is probable that the delivery catheter was damaged during the clinical procedure causing the reported difficulty to advance the device during the clinical procedure, therefore an assignable cause of procedural factors will be assigned to the reported issue of the stent difficult/unable to advance or pull back through catheter and the device difficulty engaging target vessel as well as to the analyzed stent delivery catheter kinked/bent, stent delivery catheter flat/crushed, stent stabilizer broken/fractured during use, and stent stabilizer/catheter friction, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of user error will be assigned to the reported stent delivery catheter deformed, as the investigation indicated that the physician cut the distal taper from the stabilizer after removal of the device from the patient.

Event description:
The device was returned for analysis and the investigation of the device revealed that the stent (subject device) stabilizer was broken/fractured. The stent delivery catheter was kinked/bent and flat/crushed. There was friction noted between the stent stabilizer and the catheter used during investigation. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.